Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of compliant: (B)(6). It was reported that the handles of tha device broke on two different patients. All med watch submissions related to this report are: 9610612-2017-00620.

Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. After decontamination we checked the mechanical functions of the instrument. Here we found that the jaw could not be closed by using the lever. In the next step we opened the handle. Here we found, that the actuation collar of the instrument was broken. Batch history review: the manufacturing documents have been checked and found to be according to specification, which was valid during the time of production. Conclusion and root cause: we assume, that the root cause of the problem is a weakness of the molding part (collar). We started a thorough analysis of the broken parts, the material and the molding process. A usage related error can be excluded. A CAPA for improvement and better durability was started (700003160).